Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high thresholds and low pacing impedances. Upon lead revision, insulation abrasion was noted on the lead. The lead was capped and replaced.